Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that there was a failure with the recharger antenna and that it was stuck on "looking for device" screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the pt reported while charging their implant today, the controller beeped and they saw a message with call medtronic and "rm 6". Pt also reported that they had been charging their implant for three hours and it had only reached 60%. Pt stated that they had turned their stimulation off while charging, and that their implant had been depleted prior to charging. Pt reported that it takes a long time to charge their implant and they noticed recently that the rtm does get hot while charging. Pt said that their rtm had been replaced once before. On the call, pss directed pt to reset the controller (pt had a hard time opening the battery compartment). Pt reported battery levels as controller 70% and ins 60%. Pt reconnected rtm and reported excellent charging quality. The issue was not resolved. An email was sent to the repair department to replace the device. No symptoms or patient complications were reported. Additional information was received from a patient reporting that there were no circumstances that led to the implant being depleted and it had always taken them many hours to charge. To resolve this issue they would stop stimulation during charging. It was unknown if the issue was resolved.